Manufacturer narrative:
The main circuit board required replacement to address the issue. The device was returned to the customer unrepaired due to customer declined repairs. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to super capacitor electrolyte leak. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#:(B)(4).

Event description:
During resmed evaluation, an astral device displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.